Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 640 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin infusion. It was unknown that the auto mode feature was active or not. No further complications were reported. The device will not be returned fro analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.